Manufacturer narrative:
Device received with unresponsive keypad assembly due to corrosion. During visual inspection, found the keypad assembly corroded. Unable to perform displacement test and self test due to corroded keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed stuck button. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. The button was not pressed for 3 minutes or longer. The insulin pump was not exposed to change in altitude. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.